Manufacturer narrative:
Other applicable components are: product ID 3708640 serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had an infection and their entire system was explanted except for the left lead. It was reported that the patient¿s ins was starting to erode through the pocket. The patient¿s healthcare provider reported that there was possible self-mutilation, and it was unknown if the patient actually had an infection or is just ¿doing something¿ like rubbing. It was reported that the patient had chest/pocket ¿stuff¿ but didn¿t have any more specific symptoms. The infection was not confirmed, but the surgeon cultured at explant and the results aren¿t known yet. The patient was placed on IV antibiotics. These issues occurred in (B)(6)2017. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.